Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer's blood glucose at the time of incident was 44mg/dl. The customer reported that his sensor was not working right and detected he was disoriented and slurring his words and not finding his words. Customer tested his blood glucose and he was 50mg/dl. The customer¿s wife was giving him whole wheat bread with butter and trying to get him to drink juice. Wife doesn't know if he has glucose tablets. Customer was a bit belligerent. They were not able to troubleshoot the pump at this time and were trying to get the blood glucose to come up. They put the pump in suspend. Patient has treated with glucose tablets. Patient has been experiencing low blood glucose for just this morning while on the phone. The customer declined to call the paramedics. Customer seemed to be coming back to being lucid. He was eating some cereal. Customer was able to take his blood glycose and it is now 98mg/dl. After bolus blood glucose was 114mg/dl. He took the bolus but then got on the phone and the without eating the insulin drove him down. The insulin pump will not be returned for analysis.